Manufacturer narrative:
A visual examination of the device received revealed that the detachable tip has separated from the basket wires. The sidecar guidewire channel is split along its entire length. The sidecar damage is normal for a used device. The returned device would not function due to the missing basket tip. The handle functions easily and the basket wires extend and retract. The root cause of the failure is unknown. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no add'l complaints have been recorded for the pertinent lot. The march 2007 15-month lithotripter baskets complaint trend report, inclusive of all failure modes was reviewed. An unfavorable trend was noted; however, no data point exceeded the complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals six compliants reported in the month of january, eleven complaints reported in the month of february and seventeen complaints reported in the month of march. A corrective action request has been initiated to further investigate this issue.

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangeopancreatography (ercp) with lithotripsy using a trapezoid rx lithotripter on a female patient, the ''tip of the basket popped off in the pancreatic duct". The physician attempted to retrieve the tip using the extractor basket without success. The stone removal procedure was aborted and rescheduled. In 2007, an ercp was successfully performed to remove the stone, however, the "physician was unable to remove the tip during the procedure and hopes that the tip will pass naturally". The patient's condition was reported as "fine".